Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The device remains implanted in the patient (post mortem) and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of the controller log files revealed power consumption within the normal operating range, along with a drop in flows and multiple "low flow" alarms that correlate to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.

Event description:
Approximately three months after the implantation, the patient's condition necessitated cardiopulmonary resuscitation (CPR) with low vad flow estimations. Details regarding any recent complications, contributory factors that may have precipitated this event or patient symptoms were not provided. Details regarding the results of any diagnostic testing were not provided. Despite these efforts, the patient is reported to have expired. Details regarding the cause of death, whether an autopsy was performed or its' results were not provided. The event was reported to be unrelated to the heartware device by the patient's treating physician.